Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, patient stroke and thromboembolic event are known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that four days post procedure, occlusion of the penetrating branches of the right pons occurred. A 100mg/day of aspirin was given to the patient. Forty (40) days post procedure, an ischemic stroke occurred at the stent deployment area. Additional treatment was not administered. The patient condition remains unchanged. Prior and post the procedure, the patient's modified rankin scale (mrs) score was 3. Four days post procedure, the patient's mrs was 4.

Manufacturer narrative:
The device remains implanted.

Event description:
It was reported that four days post procedure, occlusion of the penetrating branches of the right pons occurred. A 100mg/day of aspirin was given to the patient. Forty (40) days post procedure, an ischemic stroke occurred at the stent deployment area. Additional treatment was not administered. The patient condition remains unchanged. Prior and post the procedure, the patient's modified rankin scale (mrs) score was 3. Four days post procedure, the patient's mrs was 4.